Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a fall on (B)(6) 2018 and the patient stated that they had new pain and the stimulation felt ¿ strange.¿ the rep checked impedances at 0.7, 1.5, and 3v; all contacts at 0.7 and 1.v were >10,000 and >20,000 and the impedances were in the 19000s range at 3v. The patient was referred to the implanting physician for possible imaging to be done. It was noted that the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was not known. It was reported that revision was planned however date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.